Event description:
It was reported that the pump exhibited occlusion too low. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. Visual inspection found fluid ingression. A pressure switch test was performed and was activated below the pump's manufacturer specifications. Event history log review confirmed messages related to the primary complaint. The root cause of the reported issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.